Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a search for similar complaints, a review of service history, and a review of product labeling. When troubleshooting the issue, service observed that cuvette segment bottom detached from cuvette segment, causing cuvettes to be pushed down below spec, thus causing discrepant results. Service replaced the holder, cuvette (rohs)_part number 7-93114-01 and deemed the part the likely cause. The service history of the (B)(6) verifies no subsequent issues have been reported. A 12 month search for similar complaints identified no adverse trends of holder, cuvette (rohs)_part number 7-93114-01. No contributing factors in the month prior and subsequent the current complaint, was identified in- regards to the holder, cuvette (rohs)_part number 7-93114-01. The c8000 erratic result rate is within acceptable limits with no adverse trends identified. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported intermittent discrepant magnesium and sodium results when processing on the architect c8000. The following data was provided: magnesium: initial result of <0.6 mg/dl and repeat was 2.15 mg/dl. Sodium: initial result of 117 and retest result was 137 mmol/l. The customer uses a reference range of 1.3-2.1 for magnesium and a reference range of 136-145 for sodium. No impact to patient management was reported.